Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2018 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery cap coin slot was damaged and was difficult to remove, and the yellow o-ring was missing from the battery cap. The battery compartment was cracked from the case seal to the grip pad. Additionally, the display lens was cracked, and the display was dim with a red hue.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.